Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found one side bail was broken. Further analysis was performed on the main printed circuit board assembly. Visual inspection did not reveal any anomalies. Bench analysis found that the device failed functional testing for atrial ac rejection. After an integrated circuit was replaced, functional testing passed. Conclusion: confirmed functional test failure caused by an integrated circuit component. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.